Event description:
Proximal hub/connector of protective sheath (farthest away from patient) on impella drive line was not connected to plastic part of sheath exposing drive line to room/patient. The nurse came into the room and the two were detached. Device is still implanted, pending transplant. Manufacturer response for temporary non-roller type left heart support blood pump, abiomed impella (per site reporter) they are actively investigating.